Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted from the duodenal bulb to the common bile duct for biliary drainage during a bulbocholedochostomy procedure performed on (B)(6) 2026. During the procedure, a "bang" was heard when the safety clip was removed. A photo of the complaint device was received, and it appears that the stent deployment hub was broken. The stent was subsequently removed, and the procedure was completed using another device of the same type. There were no patient complications due to this event and the patient condition following the procedure was reported to be fully recovered.